Event description:
Transported patient on MRI ventilator to treatment area; o2 sats 97% during transport and upon arrival with good chest rise and etco2 working properly. Airway was secured; o2 source for ventilator switched from e-cylinder to o2 gas source in treatment area. Assisted patient transfer from the gurney to the procedure bed and then left. Responded to code blue; ventilator had stopped working and no ventilator alarms sounded. Respiratory therapist bagged patient on 100% fio2. Assessment of ventilator indicated all connections were appropriate but the MRI vent was not functioning. Rt supervisor checked ventilator o2 hose connection to the o2 source in the treatment area; confirmed proper connection. Rt supervisor disconnected and reconnected source; when connected the ventilator again, it began to function again.